Manufacturer narrative:
Follow-up to MDR #3016798778-2026-00044, submitted on 04-mar-2026. This submission includes additional information provided to millyard advanced medical products, llc, from sequel med tech, llc on 12-mar-2026, confirming that the twiist automated insulin delivery system was not in use during the reported event. The user reported that the severe hypoglycemic event described in the original MDR submission occurred on another manufacturer's device. The user remains ongoing on their twiist pump.

Event description:
An initial event notification was received by millyard advanced medical products, llc, on 02-feb-2026. The user reported that they experienced one severe hypoglycemic event overnight since initiating therapy with the twiist automated insulin delivery (aid) system. The user reportedly had a blood glucose value of 35 mg/dl during the event and was unable to be awakened. Emergency medical services were contacted and the user reported treatment with glucagon; however, it was confirmed that the user was not transported to the emergency room. The user reported that they did not believe the event was related to the twiist pump. The user remains ongoing on the twiist aid system.

Manufacturer narrative:
The user reported having a severe hypoglycemic event; however the exact date of this event was not provided. Therefore, the event date (b3) is not provided in this report. Device functionality at the time of the hypoglycemic event cannot be assessed through log data as the event date is unknown. The user remains ongoing on their twiist pump. No product has been returned to millyard advanced medical products, llc for evaluation. Based on the information available for assessment, a relationship between the twiist automated insulin delivery system and the reported hypoglycemia could not be determined. Efforts to obtain additional information are ongoing. Any new, relevant information will be submitted in a supplemental report, as applicable.